Event description:
The report received from the affiliate indicated that during use in the patient, the 5.2 fr. 100 cm. Super torque plus jr4 diagnostic catheter broke within the proximal sheath without any external influence. While injecting contrast, the catheter slipped out of the proximal sheath and looked frayed at the fracture site. The procedure was completed successfully with a same like product. There was no reported patient injury. Additional information has been requested. Addendum: inspection of the returned device indicated that the luer hub was separated.

Manufacturer narrative:
Additional information received: there was no other reported product issue prior to the occurrence of the reported event. The portion of the catheter that fractured/separated was outside of the patient¿s body at the time. No intervention or retrieval necessary. The sheath used was a cordis product. There was no reported product issue with the sheath used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a super torque plus jr4 diagnostic catheter broke within the proximal sheath without any external influence. While injecting contrast, the catheter slipped out of the proximal sheath and looked frayed at the fracture site. There was no reported patient injury. The portion of the catheter that fractured/separated was outside of the patient¿s body at the time. No intervention or retrieval necessary. The sheath used was a cordis product. There was no reported product issue with the sheath used. The product was inspected prior to use and appeared to be normal. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. There was no other reported product issue prior to the occurrence of the reported event. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The procedure was completed successfully with a same like product. No additional information is available. A non sterile unknown diagnostic lot number, cath f5.2+ jr4 100cm, catalog 533552 was received coiled inside a plastic bag. The body shaft of catheter was received separated in two pieces. Catheter body shaft was found separated from catheter strain relief. Per visual analysis, the strain relief was not properly molded into hub of unit. No other anomalies were found on catheter. The catheter od and ID were measured at different locations, also near to separation condition and results were found within specification. The received hub was x-rayed and cross-sectioned in order to compare the molded condition of the strain relief and body with a control sample of the same family. Both, control sample and complaint unit were inspected under vision system and pictures were taken. According to x-ray and cross-section images obtained from vision system it is noted that the strain relief was not properly placed to be molded into hub. The internal section of the hub showed evidence of a remnant of body inside of the hub per x-ray pictures. At cross section pictures the remnant of body was confirmed. It was observed elongation on the body. Elongation is a common characteristic of samples which were pulled or over stretched. The reported ¿diagnostic cardiology catheter- luer hub- separated-during use¿ was confirmed during analysis due to catheter body shaft separated from hub received condition. It is confirmed that this issue is manufacturing related. The lot number, and therefore manufacturing date, are unknown; however, a risk assessment was opened to address previous similar failure mode issues found on diagnostic catheters.